Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event.

Event description:
It was reported that the procedure was to treat a de novo lesion with mild calcification and mild tortuosity in the mid right coronary artery (rca). Pre-dilatation was performed with a 1.5 x 12 mm balloon at 12 and 14 atmospheres (atm), and a 3.5 x 18 mm xience v stent was deployed at 16 atm. However, post-stent implant, a distal edge dissection was noted. A 3.0 x 12 mm xience v stent was used to treat the dissection. There was no interaction of devices noted. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.